Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: procedure: lap rectum surgery. During use, a black part disengaged from the tip of device into the cavity. The piece was safely removed from pt. No consequence to pt or adverse event occurred. No further info was provided.